Event description:
It was reported that the patient experienced a syncopal episode at home and was admitted to the ICU the patient received an appropriate shock due to ventricular fibrillation and was given external shocks and CPR during the event. The patient didn't respond after the code and was placed on a ventilator. The family reported the patient's health had been declining prior to the event. It was also reported that there were occasional double counting of the t wave. The device was programmed off and the lead remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed sensing - interference/noise and ventricular short interval count v-sic=437 counts, in 0.35 day, between (B)(4) aug-2012. It was also noted there was sensing - oversensing, 14 - ventricular nst<=210 ms on (B)(4) 2012 in the timeframe between 15:58:03 and 21:23:43, impedance - undefined resistance, and 1 - patient alert for a. Pace lead z= "not taken" on (B)(4) 2012. The programmer data shows "a. Pacing lead impedance not taken" on (B)(4) 2012, and the weekly log data in save to disk file 03224604 show 70 weeks of missing impedance measurement data for minimum and maximum a. Pace between (B)(4) 2011 and (B)(4) 2012.